Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, the device was interrogated and was observed to be in backup vvi mode. Technical support was contacted and suggested performing a firmware download to resolve the event. The event was resolved by performing a firmware download. The patient was in stable condition.